Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had differences between her sensor glucose readings and her blood glucose readings. The customer's current blood glucose was 67 mg/dl and it was also 67 mg/dl at the time of the incident. The customer stated that she treated with food and has been experiencing low blood glucose levels for (B)(6) 2017. The customer mentioned that she went out for a 7 mile run and her insulin pump was on suspend, which is why she has a low blood glucose level. The customer confirmed that her programming was accurate. The customer stated that her insulin pump was suspended on low and her sensor glucose reading was 40, but her actual blood glucose reading was 67 mg/dl. The customer reported that she is eating grapes and needs to give insulin. However, she is unable to treat since the insulin pump is suspended. Customer was advised to take the insulin pump off suspend and to treat using the pump to bring her blood sugar at a level above her low suspend. The sensor and the insulin pump will not be returned for analysis.